Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician noticed excessive air when aspirating, the leak was blood. Only dilator and farawave 31 mm were inserted into the sheath before the air was noted. The pressure bag was used for the irrigation of the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.

Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valve.

Event description:
It was reported that during the ablation procedure to treat atrial fibrillation, faradrive steerable sheath clear, was selected for use. It has been mentioned that the physician noticed excessive air when aspirating, the leak was blood. Only dilator and farawave 31 mm were inserted into the sheath before the air was noted. The pressure bag was used for the irrigation of the sheath. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is expected to be returned.